Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a humming/vibrating noise coming from the centrimag motor was confirmed via evaluation of the returned centrimag motor (serial number: (B)(6). The returned centrimag motor was evaluated by service depot alongside known working test centrimag equipment. Upon powering on the system, a noticeably loud humming/vibrating sound could be heard from the motor. The motor was tested at different ranges of speed and throughout testing no atypical alarms or error codes were produced, including when the motor cable was manipulated by hand. No indication of damage to the motor cable was observed. No further testing was performed as the humming/vibrating noise did not resolve and motor was unable to be repaired. It was determined that the unit would be scrapped, and the customer would be notified. A manufacturing analysis task was opened to further investigate the issue of the humming/vibrating noise coming from the centrimag motor. Per the manufacturing analysis task, the noise and vibration was determined to be due to the sensor system however the root cause is unknown. The humming/vibrating did not result in the loss of function to the motor. No further correction and/or corrective action is required as current process controls are sufficient to identify this issue. Additionally, based on the hall sensor performance this is the first occurrence unrelated to the manufacturing process. Reports of similar issues will be tracked and monitored. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that there was a centrimag motor that was causing the pump to vibrate when running. The pump was put into another motor and worked with the vibrating noise. The site would like to send in the motor for evaluation and possible repair.